Event description:
On (B)(6) 2012, it was reported that the patient's infusion device displayed e10 (cartridge error) when attempting to rewind the piston rod. The piston rod became stuck about halfway down the cartridge compartment; the infusion device began buzzing and displayed e10. The patient also noticed the piston moving up and down the insulin cartridge compartment on it's own. The patient inserted a new insulin cartridge and changed the accessories and did not have any further problems. The patient is concerned that the piston rod is causing her to have high blood glucose levels. During the weekend, the patient's blood glucose level was between 15-20 mmol/l (270-360 mg/dl). Her normal range is 5-6 mmol/l (90-108 mg/dl). On (B)(6) 2012, the patient's blood glucose level was 23.3 mmol/l (419.4 mg/dl) at 6:00pm. She took a ketone test at home which was negative. The patient's daughter drove her to the hospital. At the hospital, a nurse programmed the patient's infusion device with a temporary basal rate increase of 130% for 24 hours. The patient also used and insulin pen to correct her blood glucose level. The patient did not require assistance using the insulin pen. The patient was not admitted to the hospital. After returning home, her blood glucose levels have been better, but have still been as high as 16.1 mmol/l (298.8 mg/dl).

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.